Manufacturer narrative:
Occupation - the occupation is lay user/patient. Device not returned.

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 7:45 a.m., a sample from the patient was tested using the meter, resulting with a value of 5.4 inr. At 11:30 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.6 inr. The laboratory value was believed to be accurate. No adverse events were alleged to have occurred with the patient. The patient was not treated and did not receive a change in medication based on the meter result. The patient's current condition is stable. The patient's therapeutic range is 2.5 - 3.0 inr. The patient's testing frequency is once per week. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin. The patient takes plavix medication. The patient's warfarin dosage was increased on (B)(6) 2018. The patient has not been taking any new medications, has not had any changes in diet, does not have illnesses, and does not have unusual bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 272163) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's meter was returned for investigation and it was tested using master lot test strips and retention controls. Testing results (qc range = 1.9 - 2.9 inr): qc 1: 2.5 inr, qc 2: 2.5 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. No information was provided that would point to a cause for the result discrepancy.